Manufacturer narrative:
The suspected device was returned and investigated. The catheter performed as expected and no root cause could be determined for the reported complaint. In addition, investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
After activating the 2.5 cm on the generator, the heating elements on the catheter did not switch to 2.5 resulting in a patient burn. Patient was successfully treated by did incur a skin burn that was mild.